Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) followed up with the hospital employee and obtained the following additional information: the surgeon was cutting around renal hilus and conducting hemostasis at the time during the operation. The instrument reportedly did not collide with any other instrument or tool during the procedure. The customer was unable to cauterize using bipolar energy. D11- isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation. The insulation exhibited a single tear, however, it did not exhibit thermal damage. No pieces were missing. The conductor wire was exposed, however no wires were damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to user mishandling/misuse, most commonly caused by a collision with another instrument or sharp object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the fenestrated bipolar forceps instrument, but it was requested to be returned for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part# 471205-27 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image is consistent with the damaged conductor wire insulation. The internal wire was exposed. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had damaged conductor wire insulation. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.